Event description:
Literature: schlaier j. R., habermeyer, c., warnat, j., lange, m., janzen, a., hochreiter, a., proescholdt, m., brawanski, a., fellner, c. Discrepancies between the MRI- and the electrophysiologically defined subthalamic nucleus. Acta neurochir (wien). 2011;153(12):2307-2318. Published online july 9, 2011. Doi 10.1007/s00701-011-1081-7. Summary: this study evaluated the discrepancies between the electrophysiologically and MRI-defined subthalamic nucleus (stn) in order to determine whether or not microelectrode recording (mer) provides additional information to image-guided targeting in deep brain stimulation. Forty-four stns in (B)(6) patients with parkinson's disease were investigated. MRI scans were performed pre-operatively. Micro-electrode recordings were taken with 2-5 microelectrodes intra-operatively to determine the trajectory for clinical testing. After the optimal stimulation site was found, all of the patients were implanted with dbs electrodes followed 3-4 days later with implant of a neurostimulator and extensions. Three-dimensional MRI images of stns and electrophysiological stns were compared. Reported event: one patient experienced intracerebral hemorrhage. Additional information has been requested. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Wn implanted: unk, explanted: unk; lead model neu_unknown_ext, lot # unk, serial # unknown, implanted: unk, explanted: unk; lead model 3389, lot # unknown, serial # unk, implanted: unk, explanted: unk; lead model 3389, lot # unknown, serial # unk, implanted: unk, explanted: unk.